Event description:
Per images received of the device, liner delamination of a 14fr esheath+ was confirmed. As reported by an edwards lifesciences field clinical specialist, during a right-transfemoral tavr procedure with a 23mm sapien 3 ultra resilia, the commander delivery system balloon ruptured upon valve deployment. The valve had been able to be fully deployed with nominal volume. The perceived root cause of the balloon burst was the calcified sinotubular junction (stj). The delivery system was unable to be withdrawn into the 14fr esheath+. Resistance was felt before the nosecone could be withdrawn into the tip of the sheath. The delivery system became less coaxial as it was withdrawn into the distal end of the sheath. Gooseneck snare technique was performed from contralateral femoral artery. The delivery system and snare were pulled back into esheath and removed as a single unit. Perceived root cause of the withdrawal difficulty was the excess balloon material post balloon rupture that prevented the delivery system to be withdrawn into esheath. Bleeding was noted at the femoral artery site, and a segment of artery was seen on the outside of the sheath. The team believed the segment of artery being on the outside of the sheath to be due to the delivery system not being coaxial when entering the sheath, therefore consuming more luminal diameter which the vessel could not accommodate. Emergent tamponade of vessel was performed to control bleeding. Vascular surgery performed open repair of femoral artery. Patient was stable and transported to ICU for further monitoring. Per images of the devices received, it appears the 14fr esheath+ was delaminated. On post operative day 6, the patient went into cardiac arrest and ultimately died. Echo performed on the morning of patient death showed that the valve was functioning normally. However, the perceived cause of the cardiac arrest is unclear at this time.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences engineering summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded by the facility and not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review, and the following was observed: patient's right access vessel had presence of tortuosity and calcification. Image of the device post procedure was provided, and the following was noted: liner appears to be fully delaminated circumferentially at the distal portion of the sheath shaft. Patient tissue appears to be on the sheath shaft. Per the engineering summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The sheath liner delamination was confirmed. Available information suggests that procedural factors (withdrawal of altered balloon profile, non-coaxial alignment from patient factors, excessive manipulation) likely contributed to the event. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification and tortuosity are present within the patient anatomy, which was confirmed via imagery. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. Per the medical record received, emergent tamponade of vessel performed to control bleeding and a self-expanding stent was placed. Three units of packed rbcs were given. Vascular surgery performed an arteriotomy repair, and a surgical cut down was done around the sheath. Ultimately the bifurcation of the femoral artery and profunda were exposed; graft was placed surgically between the stent and the right common femoral artery. The intraoperative course was complicated by hemorrhagic shock due to the iliac artery injury. Postoperatively, the patient had a slow recovery with issues including post-op ileus leading to vomiting and aspiration, leading to cardiac arrest. Due to the complicated hospital course initiated the by hemorrhagic shock due to an iliac artery injury, the patient deteriorated and passed away on post operative day 6. The following sections of this report have been updated: additional code added to h6 type of investigation. Investigation is ongoing.